Event description:
It was reported that a primary plum set clave port clave y-site secure lock experienced an infusion issue during patient use. As per the report, fentanyl was infused intravenously at 11cc/hr (100 micrograms per hour). The registered nurse (rn) noticed that the intravenous (IV) bag was empty but according to the pump there still should have been 70cc left in the bag. The patient received 1000 micrograms of fentanyl in 90 minutes. The event was discovered by the rn who visually saw that the IV infusion bag was empty. The product was in use for less than 24 hours at the time the problem occurred. The patient was already intubated and ventilated. Medical intervention was required: the patient received 1000 micrograms of fentanyl intravenously in 90 minutes, thus the pump was programmed correctly. The device was not re-sterilized or re-processed. Before the reported issue, the patient was intubated, ventilated, on vasopressors, and had a glasgow coma scale (gcs) of 3, fully sedated. During the reported issue, the patient was intubated, ventilated, on vasopressors (not increased), and gcs 3, fully sedated. After the reported issue, the patient was intubated, ventilated, on vasopressors (not increased), and gcs 3, fully sedated. When the infusion started, the bag was at 110 ml; when the issue was noted, the bag was already at 0 ml. The sample is available for return. There was patient involvement and no patient injury.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Received one (1) used list #unknown plum set. As received no damage or anomalies were observed. The primary plum set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. In attempts to replicate clinical use a delivery accuracy test was performed. The delivery was found to have a percent error of less than 1%. A leak test was also performed per specifications. No leakage was observed. The complaint of over delivery cannot be confirmed. A lot of history review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/29/2024.